Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 1.2, 3.6 (x2). Pt¿s therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.